Manufacturer narrative:
(B)(4). Replacement battery resolved the issue. (B)(4).

Event description:
The customer has reported that their device will not turn on. There was no negative patient impact.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.